Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain/ cramping"), pelvic pain ("pain"), ovarian cyst ("in and out of the hospital with ovarian cysts") and genital haemorrhage ("bleeding") in a 31-year-old female patient who had essure (batch no. B11728 ,11728(inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, shortness of breath, headache, obesity and gerd. Concomitant products included clonazepam (klonopin) for anxiety as well as fluoxetine hydrochloride (prozac) and ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), urogenital infection fungal ("infection (bladder/urinary tract/vaginal) type: yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain, back pain") and vulvovaginal pain ("pain, vaginal pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). The patient was treated with analgesics, surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic pain, ovarian cyst, genital haemorrhage, endometriosis, adenomyosis, dyspareunia, vaginal haemorrhage, menorrhagia, urogenital infection fungal, female sexual dysfunction, dysmenorrhoea, vaginal discharge, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, back pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, urogenital infection fungal, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: in (B)(6) 2013, sometime after implantation, had an hsg test that confirmed satisfactory placement of both essure® coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1999, awareness date 20-oct-2015) which refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted 2013. The consumer reported she was in and out of the hospitals with ovarian cysts, endometriosis and adenomyosis. She stated at (B)(6) she is eager for her hysterectomy in 6 weeks (from time of the report). She reported she lost job because of this and is not mom she should be able to. Ptc results and assessment received on 11-nov-2015:final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information received on 27-oct-2016 from legal claim:this case is in litigation. On (B)(6) 2013, plaintiff underwent the essure procedure. Sometime after implantation, plaintiff had an hsg test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, plaintiff began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pain, cramping, dyspareunia and bleeding. On (B)(6)2015, plaintiff saw her physician and underwent a robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy. Company causality comment:this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website. Upon receipt further information from lawyer this case became a legal case. A consumer had essure (fallopian tube occlusion insert) inserted, experienced severe pain/ cramping, ovarian cysts and bleeding and underwent laparoscopic hysterectomy and bilateral salpingectomy around 2 years after placement. These events were considered serious due to their medical importance. Severe pain/ cramping and bleeding are anticipated according to essure reference safety information while the other event is unanticipated. Regarding event ovarian cysts, it was considered unrelated to essure based on its pathophysiology. Severe pain,cramping and bleeding (seen as genital bleeding) may occur after essure insertion, therefore given their nature causality cannot be excluded. This case was regarded as incident, since device removal was required. An update of product technical analysis is awaited. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1999) on 20-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe pain/ cramping"), pelvic pain ("pain"), ovarian cyst ("in and out of the hospital with ovarian cysts") and genital haemorrhage ("bleeding") in a 31-year-old female patient who had essure (batch no. B11728,11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("pain, back pain") and vulvovaginal pain ("pain, vaginal pain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). The patient was treated with analgesics, surgery (hysterectomy (full) (uterus and cervix removed)) and surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, pelvic pain, ovarian cyst, genital haemorrhage, endometriosis, adenomyosis, dyspareunia, vaginal haemorrhage, menorrhagia, fungal infection, female sexual dysfunction, dysmenorrhoea, vaginal discharge, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, back pain, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, fungal infection, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results: in (B)(6) 2013, sometime after implantation, had an hsg test that confirmed satisfactory placement of both essure® coils and full occlusion of both tubes. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, removal date updated, lot no, concomitant disease, new events pelvic pain, vaginal haemorrhage, menorrhagia, fungal infection, female sexual dysfunction, dysmenorrhea, vaginal discharge, back pain and vulvovaginal pain added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.